Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed and a watchman access system was advanced to the left atrium. Thrombus was then observed on the tip of the was. The physician successfully aspirated the was to remove the thrombus. The procedure was continued and a 27 mm watchman laa closure device was implanted. There were no further complications. The patient was in stable condition.